Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated vns handheld computer was freezing. Good faith attempts to obtain additional information have been unsuccessful to date.